Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and broke "wires" in (B)(6) 2019. They stated a revision was done to resolve the issue. No further action was taken.

Manufacturer narrative:
Product ID: 3387s-40, implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: lead; product ID: 7482a51, implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.